Event description:
The vigilance rep faxed to stryker ra/qa office a report stating that: in 2008, the patient involved underwent a surgical procedure of fixation of the right leg. After 13 months, the patient went to the hospital because of pain and functional decrease to the right leg. The x-rays showed pseudoarthrosis of the leg with distal breakage of the nail. Following that the surgeon planned a revision surgery.

Manufacturer narrative:
It is not known at this time if the device is available for evaluation. If additional information becomes available, it will be reported on a supplemental report.